Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an unspecified male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella pump would not cross iliac stent. Folded several times and got caught on stent. Doctor was unable to pass through vasculature and the procedure was aborted. No known patient harm or injury.

Manufacturer narrative:
Product was not returned for investigation. The cause of the delivery issue was patient condition related to diseased vessel condition, which resulted in product damage. This damage, a kink in the cannula, was noted during insertion based on provided clinical information.